Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury, previously. Device issue: stent dislodgement. It was reported that the stent dislodgement occurred when the stent delivery system (sds) was inserted thru the copilot hole. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the sds and returned inside the protective sheath. The first row of proximal struts were smashed. There was no other damage noted to the stent implant. The balloon was loosely folded as if previously inflated. There was no damage noted to the sds. Product performance engineering has not completed their investigation at this time. Result and conclusions will be forward upon completion.